Event description:
It was reported that balloon rupture occurred. The 61% stenosed target lesion was located in the mildly tortuous vessel. A 16-4/5.8/75 xxl balloon catheter was advanced for dilatation. However, during the second inflation at 2 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported.